Manufacturer narrative:
Based on the investigation the device was released from qa to stock on (B)(6) 2015. A review of the device history showed device sr# (B)(4) was serviced on (B)(6) 2018. Device sr# (B)(4) was serviced on 06/10/2019. Job router was reviewed without issue. Device passed all tests. Battery life test and inspection of internal components were conducted on negative pressure wound therapy sved device 6701132, sr# (B)(4). The unit back housing had built up sufficient heat to cause deformation/bubbling of the housing. The heat from the back housing had apparently transferred to the bed that the patient was using, in that there were melt indications on the bed. The unit was plugged into an a/c outlet and was operating at the time of the incident. The unit was lying on its back on the bed surface. The unit had at least one sheet and one blanket covering the unit at the time of the incident. An investigation on this unit, including the following: visual assessment of the complaint unit, review of all information from the complaint, including photos. Detailed examination of the mechanical and electrical attributes of the unit in question. Taking photos of key observations. Attempted duplication of the incident under laboratory condition. Device shows no signs of fluid ingress. While it is evident that the motor overheated, it is clear that this is not the root cause of the issue. From the physical evidence along with confirmation testing, this issue can only arise with a confluence of multiple factors contributing to the end effect of an overheated motor. The condition of the battery pack and the battery pack strap provide clear evidence that this unit was subjected to a severe/extreme drop or impact. This is evident by the strain marks on the white strap, which crosses the battery, combined with the stripping of the threads for the screw attachment point on the other side. This indicates severe misuse of the product. One motor screw was shifted. It appears that the motor was shifted slightly in its mounts due to impact, allowing it to still operate, but run with an unusual amount of friction. Based upon the photos from the original complaint, it is clear that the pump was operating on its back. This is not the intended position of the pump, as specified in the IFU. We have shown through confirmation testing that: when the white exhaust vent on the back of the unit is covered, the pump will run more frequently, which could lead to overheating. The unit was laying on its back in the complaint condition, which could amount to a heat rise. The material of the bed appears plastic in nature, which cannot breathe or allow airflow from the vent if it covers the vent entirely. However, testing on a nominal sved unit has shown that blocking the vent alone cannot cause the overheating situation seen above. It causes elevated temperatures that stabilize below melting temperatures. The unit was covered with sheet(s) and blanket(s). This is unintended use of the product. By covering the pump with blanket(s) and sheet(s), this formed an insulative barrier that could have led to higher temperatures building up inside the pump than would be seen in the intended use case. The battery was checked and it retained a nearly full charge. If shorting of the battery had occurred, this would have resulted in a depleted battery, which was not the case. In summary, our data points out that if any of the above situations would have occurred independently and in isolation, we would not have seen this failure mode. However, with, the combination of an abused (severely dropped unit), with the pump lying on its back, plastic fabric blocking the vent, with a blankets/sheets covering the unit, with the unit plugged into the wall instead of battery: then it is possible to induce a situation where the temperatures reach a sufficient point to reach melting temperatures. The key factors seen here are the extraordinary misuse of the product which are outside the norms and recommendations within the IFU. The IFU clearly states that the product is to be used in an upright situation, which was clearly not followed in this case. The complaint information was informed to the relevant sectors for their awareness and cardinal health will continue to monitor the trend of this type of incident.

Event description:
Customer reported that the negative pressure wound therapy device melted through the patient¿s sheets and the low-air loss mattress, ruining the sheets and mattress and leaving a burning odor in the patient¿s room. The patient was not injured. Although the root cause was user error, cardinal health is filing a medwatch report.

Manufacturer narrative:
Supplemental report being filed to include corrective actions identified during the investigation and CAPA process. CAPA has been opened and an investigation into the overheating complaints was conducted. The following corrective actions were identified to address the root causes identified during the investigation: instructions for use ( IFU) for sved device to be updated to include the warning for overheating and no direct contact of the device with patient, update the service procedure to consider changing the motor as the motor has serviced more than 2000 hours, implement the service timer recording in the service procedure and forms to determine when to change the motor once the serviceable life has been exhausted, install relay cut off mechanism at appropriate threshold temperature that will cut off the current to the motor in cases when motor may draw excessive current leading to overheating effect. These corrective actions are planned to be completed by (B)(6) 2021.